Event description:
It was reported through the research article ¿intravascular imaging to guide percutaneous treatment for left ventricular assist device extrinsic outflow graft occlusion¿ identifying that heartmate 3 (hm3) may be associated with extrinsic outflow graft obstruction (eogo). This case study presented a patient who was found to have eogo through computed tomography angiography and intravascular ultrasound (ivus). A stent was placed and postdilated working from stent outflow to inflow to prevent distal migration of eogo material. Despite this, ivus showed moderate graft compression at the stent outflow, which was previously normal; a second stent was placed and postdilated. No graft compression was identified on the final ivus.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section b3: date of event has been listed as the date of publication (01dec2024) since the date of data collection was not provided. Author information: basman, c., mody, k., kim, b., anderson, m. B., batsides, g., jelnin, v., yoon, s., & kaple, r. K. (2024). Intravascular imaging to guide percutaneous treatment for left ventricular assist device extrinsic outflow graft occlusion,17(24), 2955¿2956. Https://doi.org/10.1016/j.jcin.2024.10.003. Hackensack university medical center, hackensack, new jersey, USA. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed, and a specific cause for the reported obstruction could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length the device is included in the heartmate eogo field action issued by abbott. No further information was provided. The manufacturer is closing the file on this event.